Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-02015. It was reported that during a trial implant the procedure was abandoned as the leads could not be advanced at the desired location due to scar tissue.

Event description:
Reference MFR. Report number: 3006705815-2019-02015.